Manufacturer narrative:
The upper portion of the zi abutment was returned with the crown still attached, the lower portion and the abutment screw were not returned. Microscopic analysis revealed reduction of the wall thickness on one side of the abutment. Modification to the wall thickness can lead to abutment fracture. Due to the inherent nature of materials used for ceramic abutments, failures of this nature are not expected; therefore, the root cause could potentially be attributed to operational context. Lot number was not provided; therefore, device manufacture date is unknown. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date. (B)(4).

Event description:
The complainant reported that a patient had a prima zi abutment placed at (fdi dental site: 23) in (B)(6) 2009. The abutment was reported to have fractured (B)(6) 2011. There was no indication from the complainant of any adverse effect to the patient as a result of the reported abutment fracture.